Event description:
The reporter stated that the surgeon was advancing a three piece silicone lens model aq5010v in the injector and the lens became stuck, and he noticed a haptic was damaged, so he quit using it. No pt contact.

Manufacturer narrative:
Evaluation conclusions - an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the mfg of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.